Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing artifacts in both channels, high impedance, and short interval counts (sic). An insulation breach and lead fracture are suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered and oversensing due to non-physiologic signals/sic (sensing integrity counter). Visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst noted the full lead that was returned was thoroughly analyzed, visually and electrically in an attempt to find an explanation for the oversensing and high impedance described in the event. Results for all electrical testing were within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The full lead was returned with non-severe explant damage. It appears the outer insulation was stretched and torn during explant. Blood ingress was not observed. The rv lead integrity warning occurred for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. (B)(4).